Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The sealant was deployed as received. The balloon from the return device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm spec. The review of the lhr (lot f1328303) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: the procedure was an interventional coronary. The stick location was on the mid femoral. When the tech was pulling the balloon through, it just lost pressure and pulled completely out. The pt was converted to 30 minutes of manual pressure. The pt was not hospitalized.